Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 280 mg/dl, 420 mg/dl at time of incident but they did not feeling high. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose via injection. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because the set did not working. Customer stated that the tape not sticking during insertion of infusion set. The devices will not be returned for analysis.